Event description:
As reported, the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective danfoss module controller and a cable connector between the cooling engine and a pic-16 pc board, likely due to the defective component. Upon visual inspection, no physical damage was observed. During further inspection noted a burned cable connector between the cooling engine and a pic-16 pc board as a result of poor wire connection. The console failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The defective danfoss module controller, cooling engine, and a pic-16 pc board wire harness were replaced to remedy the fault. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Also, the event log showed the presence of the tcm ID:02 (ce danfoss error) error message as a result of failing the danfoss module controller. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).